Manufacturer narrative:
Concomitant devices: 6fr parent plus sheath introducer, medikit; chevalier floppy guidewire, cordis; 0.035in radifocus guidewire, terumo; and encore indeflator by boston scientific. (B)(6). Complaint conclusion: the balloon of a 4x100mm powerflex pro pta catheter ruptured at 6 atm (six atmospheres). Another powerflex pro was used to complete the procedure. There was no reported patient injury. The patient was a (B)(6) male. The target lesion was the right superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 99%. There was no difficulty removing the powerflex pro pta catheter from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media and contrast ratio were unknown. It was unknown if the indeflator device was used successfully with other devices. A 6f non-cordis sheath introducer was inserted to the patient. A non-cordis guidewire was crossed the lesion, and then it was changed to another guidewire 0.035in non-cordis. It is unknown if the guidewire crossed the lesion without difficulty. Then the powerflex pro pta catheter was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was delivered to the lesion over the guidewire and inflated, but it ruptured at 6 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The brand of the replacing balloon is unknown. It was substituted to a new powerflex pro (4x40mm) and inflated at 10 atm and then a 6x100mm smart stent was placed in the lesion. The procedure finished successfully. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 15926288 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 99% may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloon of a 4x100mm powerflex pro pta catheter ruptured at 6 atmospheres (atms). Another powerflex pro was used to complete the procedure. There was no reported patient injury. The device will not be returned for analysis. The patient was a (B)(6) male. The target lesion was the right superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 99%. There was no difficulty removing the powerflex pro pta catheter from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media and contrast ratio were unknown. It was unknown if the indeflator device was used successfully with other devices. A 6f non-cordis sheath introducer was inserted to the patient. A non-cordis guidewire was crossed the lesion, and then it was changed to another guidewire 0.035in non-cordis. It is unknown if the guidewire crossed the lesion without difficulty. Then the powerflex pro pta catheter was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was delivered to the lesion over the guidewire and inflated, but it ruptured at 6 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The brand of the replacing balloon is unknown. It was substituted to a new powerflex pro (4x40mm) and inflated at 10 atm. Then, a 6x100mm smart stent was placed in the lesion. The procedure finished successfully. There was no reported patient injury. The product was clinically used.